Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder tubing length adjusted. No component were removed or replaced. No patient complications were reported in relation to this event.